Manufacturer narrative:
Initial and final MDR (B)(4).- MDR - device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced issue with 5 infusion sets adhesive on 07-mar-2024 and other dates being unknown.the infusion set fell off during use. The infusion set was in use for approximately 24 hours. The patient confirmed that infusion set fell of while doing physical activity/sweating, swimming, or bathing. No further information available.